Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an ipg revision procedure on (B)(6) 2025, the right extension was accidentally cut. The right extension was completely explanted and replaced to address the issue. Therapy was restored post procedure.